Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
At installation the customer reported a speaker malfunction. There was no patient involvement.

Event description:
At installation the customer alleged a ¿speaker malfunction¿ error message. There was no patient involvement.